Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the home screen was extremely hard to read and we cannot see it well. The customer's blood glucose level was unknown. The customer reported that the battery life was very poor and we were having to change it constantly. The insulin pump will be returned for analysis.